Manufacturer narrative:
Qn#(B)(4). A small portion of the oncontrol cannula was returned to vsi/teleflex for evaluation. Minor blood particulates were noted on the unit. The piece measured approximately 1.5 cm. The shaft of the piece was twisted and damaged. A DHR review was requested. All processes were followed. No nonconformances were noted. Case details were reviewed. A patient underwent a bone biopsy of an osteoid osteoma. Needle broke off in the patient bone. A small portion of oncontrol cannula was returned to vsi/teleflex for evaluation. The piece measured 1.5 cm. The shaft of the piece was twisted and damaged. Additional information was requested. A response was received. Bone location was the leg, and it was sclerotic. It is unknown if excessive force was applied. A notable change in the rpm was noted. The piece was removed by the surgeon. Patient condition is fine. Per IFU states the following - do not apply excessive force to driver/ needle set. Damages are likely to have occurred during use when operated against a sclerotic lesion. Physician stated that he thought the needle bent when trying to get a biopsy. A manufacturing record review was completed by the manufacturer and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context.

Event description:
It was reported that: lesion needle broke off in patients' bone during an osteoid osteoma bone biopsy. The physician states he thought the needle bent when trying to get the biopsy sample and the driver would not spin to drive in or out. Additional information: the estimated length of the device embedded in the patient's leg bone was 1-2cm, the bone was reported as being sclerotic. The orthopaedic surgeon pulled out the fragment and the patient was described as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: lesion needle broke off in patients' bone during an osteoid osteoma bone biopsy. The physician states he thought the needle bent when trying to get the biopsy sample and the driver would not spin to drive in or out. Additional information: the estimated length of the device embedded in the patient's leg bone was 1-2cm, the bone was reported as being sclerotic. The orthopaedic surgeon pulled out the fragment and the patient was described as fine post the procedure.